Manufacturer narrative:
Investigation concluded that the devices met specifications and did not malfunction. No root cause could be established for the bite derangement issue.

Event description:
Patient had bite derangement likely due to osteotomy interference and possible screw pull out, due to masticatory load.